Manufacturer narrative:
Batch review performed on 08 november 2019. Lot 175043: (B)(4) items manufactured and released on 19-sep-2017. Expiration date: 2022-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event. Clinical evaluation performed by medical affairs manager. Revision of reverse shoulder arthroplasty performed 2 months after primary surgery. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normally originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Additional implant involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 189744. Batch review performed on 08 november 2019. Lot 189744: (B)(4) items manufactured and released on 12-mar-2019. Expiration date: 02/03/2024 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to shoulder luxation, glenosphere from liner. The luxation happened 2 months after surgery; during a control visit, the patient had no pain, it was discovered the dislocation. Glenosphere and humeral liner were revised.